Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported most of the electrodes were out of range, greater than 20,000. Multiple impedance tests were performed at 0.7, 1.5, and 3.0v. The leads were taken out of the header block and wiped down with a wet cloth multiple times but the same readings continued. The leads were connected to a multi-lead trialing cable (mltc) and the impedances were good. The patient was re-tested intra-operatively. The implantable neurostimulator (ins) was not implanted.

Event description:
Additional information received reported that the source of the high impedances was determined to be the implantable pulse generator (ipg). This was found before the ipg pocket was closed. A different device was implanted and the patient was doing well with his spinal cord stimulator (scs). No further follow-up was needed as the patient was doing well. The device was returned but had not yet been analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins nmd709911h, found no anomaly.